Manufacturer narrative:
(B)(4). Foreign -(B)(6). Concomitant medical products: unknown liner, unknown tm stem, 00434901500 base plate 15 mm post length uncemented 63869221. The product remains implanted. The complaint is under investigation. Once the investigation is completed a follow up report will be submitted.

Event description:
It was reported that during a reverse shoulder arthroplasty, after implantation and during range of motion testing, the glenosphere moved and was not fixed on the baseplate, which was corrected intra-operatively and the procedure was successfully completed. No additional information is available. No impact to the patient or surgery was reported.

Event description:
It was reported that during a reverse shoulder arthroplasty, after implantation of the glenosphere and during range of motion testing with the trial humeral components, the glenosphere moved and was not fixed on the baseplate. This was not noticed intraoperatively, and the patient was brought back to the or three (3) days later to reposition and fix the glenosphere back onto the baseplate. No devices were removed. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a reverse shoulder arthroplasty, after implantation of the glenosphere and during range of motion testing with the trial humeral components, the glenosphere moved and was not fixed on the baseplate. This was not noticed intraoperatively, and the patient was brought back to the operating room three (3) days later to reposition and fix the glenosphere back onto the baseplate. No devices were removed. No additional information is available.